Event description:
In 2009, the pt's relative reported that 2 years ago, when the pt started using his insulin infusion device, he experienced blood glucose readings as low as 40 mg/dl and as high as 700 mg/dl. She stated he was taken to the hosp several times by ambulance (no specifics provided). After several weeks, the pt was meeting with his doctor and his basal rates were reviewed. The doctor discovered the basal rates were not properly programmed into his infusion device. The doctor corrected this and the pt's blood glucose levels stabilized. Product was replaced and requested to be returned for evaluation.